Manufacturer narrative:
The device was returned to olympus service operation repair center (sorc). Olympus inspected the device at the service department of olympus and found that the endoscopic image of the device was not displayed by failure of ccd unit. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the device was not returned, the exact cause could not be conclusively determined, but there was a possibility of failure of ccd unit.

Event description:
Olympus service operation repair center was informed that in unspecified timing an endoscopic image of the device (olympus loaner) was not displayed. Other detailed information was not provided. There was no report of patient injury associated with the event.